Event description:
This event was communicated by medtronic navigation who reported that a site ((B)(6) hospital) had spheres that would not track. Site replaced spheres on instrument and case proceeded. Site disposed of spheres, did not record lot number and did not take any pictures of the spheres. Complainant reported that there was no adverse event to the patient. No patient/user injury or other serious harm occurred.